Manufacturer narrative:
H10: the device was received for evaluation. The reported problem 'system error 345-thermistor disparity' was confirmed during the event history log (ehl) review. During functional testing, 'system error 345-thermistor disparity' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was upper thermistor being out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.